Manufacturer narrative:
E1: phone number: (B)(6). Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the tube of a 6f/7f mynx control vascular closure device (vcd) was already slit open prior to insertion, resulting in the plug being expanded and the device could not be used. Hemostasis was achieved using a second mynx control device. There was no reported patient injury. The tube was observed lying on the table with blood and water. The device was not inserted into the sheath. The device had reportedly tested okay prior to use. The procedure was interventional and performed using a retrograde approach. The deployer was in training with the mynx device and was an experienced exoseal user. A 6f non-cordis sheath was used. Angiography verified the femoral artery suitability, including the vascular sheath insertion angle, and the vessel diameter was confirmed to be greater than or equal to 5 mm. There was little vessel tortuosity and little peripheral vascular disease or calcium present near the puncture site. The device was stored and prepared according to the instructions for use (IFU) and was removed from the packaging according to the IFU. The sealant was prematurely exposed during a trial attempt to insert the device into the sheath. The device will not be returned for evaluation. Per preliminary image review, the sealant was exposed from the split sleeves.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.